Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The check valve assembly was replaced and device functioned as intended.

Event description:
The following was reported to hamilton medical ag: when preoperational checks performed, tightness test failed. There was no patient using unit. Defective check valve assembly. No patient involvement.